Event description:
The pt was not an ideal candidate. There were access issues due to calcification, a twist in the iliac artery, and an angulated superior neck. Access was attempted on the right groin with a femoral cut down. The physician attempted to serial dilate first to size the artery. He was able to pass a 24f dilator, but was not able to pass a 26f dilator. The sheath was inserted but was not able to be advanced. A reverse dilation was attempted, but was unsuccessful. The device was inserted without the ancure sheath. Wire wrap was encountered and resolved after thirty minutes. The device was unable to be advanced. The physician decided to abort the case and perform open surgical repair. When the device was removed the pt's blood pressure dropped to about 60. Significant bleeding was observed and a balloon was inserted into the infrarenal aorta. It was observed that the infrarenal aorta was ruptured. Standard open repair was performed. The pt received 4 liters of blood and expired 48 hours post-procedure. The ancure endograft system was not deployed and was removed from the pt.